Event description:
During an ess procedure, the tip of the 45 degree tru cut biopsy forcep broke off while in the sinus cavity. The tip was retrieved, no patient injury. The device had recently been sent out for sharpening and had been used once before this incident occurred.